Event description:
A medtronic representative reported that, prior to the start of a navigated lumbar spine procedure, the navigation system camera was beeping and changed to a red status. This occurred after the scrub tech verified all instruments with no issues. When going forward to 'acquire images' it was noted there were red x's for communication on all instrument cards, and a red x in the corner on the camera icon. Checked all connections and turned the scu off. Re-checked all connections to camera and re-booted scu with no success. All this took place before the surgeon wanted to navigate. The surgeon was notified that navigation would not be available for this procedure. It was reported that there were power issues in the operating room that caused this event. The surgeon completed the procedure successfully without the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
Two rmas issued. Replacement psu and cable both shipped to site (B)(4) 2013. Medtronic representative following-up at the site reported that the camera and cable were replaced the day following this event. Although it was reported that there were power issues in the operating room that caused the issue with the stealth, firmware software was upgraded to (B)(4). The system was used in two subsequent lumar fusion procedures with no issues. Suspect devices have not yet been returned to manufacturer for further evaluation.

Manufacturer narrative:
The camera cable and camera were returned to the manufacturer for analysis. The cable passed a continuity test with no opens or shorts detected. A visual examination did not reveal any physical damage to the cable. The cable was fully functional and did not cause the reported event. When connected to known good system the camera initially did not power up, then did not communicate with the system control unit (scu) once it had powered up. The camera was sent to the vendor for further evaluation. The camera would not power on due to a faulty component on the main board. As a result the component required replacement and recatheterization. The reported event was confirmed. The device was replaced and there were no further issues.